Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
"It was reported by the biomed that during an unknown procedure that the pump inspiration does not work. No patient consequences. They finished the procedure with the same but with difficulties".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: despite multiple attempts made to the customer for the return of the complaint device, the device has not been received back for evaluation. This complaint cannot be confirmed. A review of lot/batch history for each legacy fms product complaints is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Further, a review into the depuy synthes mitek complaints system revealed four other dissimilar and one similar complaints for this serial number pump. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should depuy synthes mitek ever receive the complaint device back at some point in the future, this file will be reopened at that time and an evaluation will be performed and documented. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).